Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle was involved in a needle stick incident, and contributed to unspecified medical intervention. There was no further information provided by the customer. The following information was provided by the initial reporter: "customer had issue with product." "Unexpected medical intervention, discomfort, insufficient information, needle stick/puncture."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd safetyglide¿ needle was involved in a needle stick incident, and contributed to unspecified medical intervention. There was no further information provided by the customer. The following information was provided by the initial reporter: "customer had issue with product." "F23 - unexpected medical intervention. E2311 - discomfort. A26 - insufficient information. E2010 - needle stick/puncture".

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that this complaint is not reportable to the FDA and that there was no serious injury as the previous report stated. The information provided by the customer does not imply that any serious injury occurred and that the event was not likely to cause or contribute to serious injury or death. This MDR will be void.